Event description:
Two gore viabahn endoprostheses were used during the treatment of a left common iliac artery aneurysm. The intent was to deploy two viabahn devices simultaneously in a "kissing" stent position. The first device advanced antegrade via right femoral access and positioned in the left internal iliac extending into the left common iliac. The second device was advanced retrograde and positioned into the left external iliac artery extending into the left common iliac artery. During deployment, the second device deployed without issue; however, when the first device was deployed, the deployment line became stuck and would not release from the endoprosthesis. Retrieval forceps were used in an attempt to free the deployment line from the endoprosthesis. Some of the deployment line was removed; however, approx 10cm of the deployment line remained inside the pt. A bare metal stent was deployed in the right external iliac to treat a dissection as well as pin the remainder of the deployment line against the vessel wall. At the close of the procedure, exclusion of the aneurysm was achieved and the pt was reported to be fine.